Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1w4yg, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was that there was difficulty with insertion of the lead during the implant procedure. The representative noted that both the ins and lead were new, that the lead electrodes appeared round, and nothing looked out of place. The lead would not advance into the header block and the physician could not see the blue tip of the lead at the back of the header. Prior to the report, the lead had been removed, the set screw backed out, and the lead was reinserted. The physician also had tried rotating the lead as it was being inserted into the header block. They had wiped down the lead and tried to insert it but this did not resolve the issue. It was then reported that the doctor now saw the blue tip of the lead at the end of the header block. Good impedances were report on electrodes 0, 1, and 2 but all impedance values with electrode 2 were >4000 ohms. It was decided the patient was going to be closed up with the high impedance issue on electrode 3. No symptoms were reported in the event. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the reason for the impedance issue was because the battery header would not let the lead advance all the way inside. As actions taken to try to resolve the issue, the doctor tried to back the set screw out to ensure that it was not the problem, used suction to make sure there was nothing in the header, and wiped off the electrodes. The physician then made the decision to move forward with the implant after discovering all electrodes cleared except for electrode 3. The representative stated that the reason for the impedance issue was that the electrode would not advance. There were no further complications reported or anticipated.